Event description:
It was reported that customer experienced cgm error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer was guided by technical support through pump reset steps, error did not appear again after reset, and customer was instructed to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.